Event description:
The facility reported a colleague infusion pump with a malfunction of a defective pumphead module or air in line sensors. This event occurred in the intensive care unit. Upon reviewing the pump's event history, baxter quality engineering confirmed the reported condition as air in line false alarm, which interrupted delivery on channel a. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
An error occurred while the transfer set was connecting to the yume set by the cleanflash. A crack was found in the tubing of the transfer set. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. A batch review could not be performed since the lot number was unknown. No visual defects were detected by the plant. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.